Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, the insertable cardiac monitor (icm) device reached the recommended replacement time (rrt) earlier than expected. Boston scientific technical services review showed standard monitoring settings with bluetooth configured to use a magnet, and pvc burden turned off. The reason for monitoring was cryptogenic stroke, and atrial fibrillation (af) storage was set to nominal values. A high volume of af episodes was identified, which could be impacting icm longevity, although this cannot be confirmed. Based on the findings, the only available option is to schedule device replacement and return the unit for further analysis. No adverse patient effects were reported. This product remains in service.